Manufacturer narrative:
The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Event description:
Per the report received from ireland, edwards received notification of pascal precision procedure in mitral position. During the insertion of the guide sheath (gs), oxygen saturation dropped and a right to left shunt was observed. There was no pre-existing atrial septal defect (asd). No issues were noticed during the transeptal puncture. When inserting the gs across the septum, the patient experienced an immediate drop in oxygen saturation, falling from 98% to 77%. On examination, a right-to-left shunt was observed adjacent to the guide sheath. This was attributed to elevated right-sided pressures in the setting of residual severe tricuspid regurgitation. Right atrial pressure was measured at 45 mmhg. The shunt was temporarily tamponaded using a balloon positioned adjacent to the guide sheath, which stabilized the patient sufficiently to allow the procedure to continue. At the end of the procedure, the guide sheath was removed and the residual asd was closed using an asd occluder. The patient had no further issues.

Manufacturer narrative:
Information updated/added to sections: b4, g3, g6, h2 and h6 (component code, type of investigation, investigation findings and investigations conclusions). H11: additional manufacturer narrative: the device history record review was completed, and this device passed all manufacturing and sterilization inspections. No nonconformances related to the complaint event were identified. The complaint for inability or difficulty to insert device into transseptal puncture location was confirmed with empirical evidence for the information provided. Available information suggests that patient conditions (high right atrial pressure) may have contributed to the reported event. However, it is likely not related to the edwards devices during the procedure but to the transseptal puncture technique and equipment used for this mitral transcatheter edge-to-edge repair. Since no edwards defect was identified, corrective or preventive actions are not required.